Event description:
It was reported that a spectrum pump failed pounds per square inch (psi) testing. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not reproduce the reported issue and passed downstream occlusion testing for high, medium and low settings. A review of the event history log revealed multiple downstream occlusions messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.